Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient's parent stated the cgm displayed 7.1 mmol/l after dinner which the patient self-treated with insulin. The patient reported feeling hypoglycemic but the cgm was 7.4 mmol/l; however, five minutes later he lost consciousness. The patient¿s wife called the paramedics who performed a bg which was 3.1 mmol/l. The patient was given oral glucose gel as he regained consciousness. The patient was transported to the hospital, monitored, and released once his blood glucose stabilized. The patient was not given any IV medications. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.